Event description:
The reporter contacted animas on (B)(6) 2012 and stated the keypad buttons were sticking and required multiple presses to elicit a response. The reporter denied damage to the keypad. The patient reportedly wore the pump exterior to a garment and did not clean the pump. There is no reported adverse event with this complaint. This complaint is being reported due to the allegation of the keypad response issue.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
(B)(4): the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on examination, the ok and up arrow keypad symbols are worn. The keypad was noted to be torn on the ok keypad button. A damaged keypad will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad should be clearly visible and warns the patient to discontinue using the pump. On testing, the contrast keypad button was responsive. The ok, up arrow and down arrow keypad buttons had intermittent response. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.